Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the remote control switch fluid damage, the remote control wire fluid damage, the ccd module fluid damage, the light guide fiber bundle (lcb) fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the control body corroded, the forward body frame corroded, the mechanical base plate corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the glass rod corroded, the operation channel leak, the operation channel cut, the remote control buttons cut, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).